Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after use of the bd insulin syringe with the bd ultra-fine¿ needle the needles were sticking out of orange shield. Two other syringes broke off in his stomach he was able to remove needles himself. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned two loose 1cc, 8mm syringes. Customer states that the syringe broke off in the stomach and the needle was through the shield. Both returned syringes were examined and no cannula through the shield was observed on either sample. However, one sample exhibited detached cannula with the loose cannula in the shield. Both sample were examined under the microscope and both exhibited adhesive runoff onto the hub. Little adhesive was observed in the hub of the sample that exhibited a detached cannula. The loose cannula was also examined and exhibited adhesive on the cannula shaft. CAPA (B)(4) was initiated by the holdrege plant to address 1ml customer complaints. Samples will be forwarded to manufacturing (holdrege) on 09feb2018 for further review. As per manufacturing, a review of the device history record was completed for batch# 7241568. All inspections were performed per the applicable operations qc specifications. There were three notifications noted for insufficient adhesive. There were six notifications noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (cannula through shield). Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) was initiated by the holdrege plant to address 1ml customer complaints. On 13feb2018, holdrege received two (2) loose 1ml, 8mm syringes from reported batch# 7241568. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd (B)(4) were noted. Probable root cause likely to be a misalignment of the adhesive nozzle during manufacturing of this batch. When this occurs, adhesive may be found anywhere along the barrel tip, barrel well and occasionally scant traces within the barrel core. When this occurs, there is insufficient adhesive within the barrel core to complete the curing process and affix the cannula within the syringe. Subsequently, this can increase the occurrence the cannula separating from the syringe, either during transport or during utilization of the device.